Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
Synergy china registry. It was reported that angina occurred which requires medication. In august 2022, the subject presented with stable angina and was referred for cardiac catheterization. The first target lesion was located in the 1st diagonal with 90% stenosis and was 18 mm long, with a reference vessel diameter of 2.25 mm. The first target lesion was treated with pre-dilatation and placement of 2.25 mm x 20 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. The second target lesion was located in the left main coronary artery (lmca) extending up to distal left anterior descending artery (lad) with 90% stenosis and was 52 mm long, with a reference vessel diameter of 4.0 mm. The second target lesion was treated with pre-dilatation and placement of 4.00 mm x 32 mm synergy stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Nine days later, the subject was discharged on aspirin and clopidogrel. In july 2024, the subject was diagnosed with stable angina pectoris and was hospitalized for further treatment. At the time of event, the subject was on aspirin and clopidogrel. Medication was given to treat the event. Nine days later, the subject was discharged from hospital. The event was considered to be recovering/resolving.